Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: perforation, embedment, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2018, a cook celect filter was implanted into [pt]¿s body. On or about (B)(6) 2018, it was noted that the retrieval hook and multiple tines of the ivc filter had perforated the vena cava and were extraluminal. Removal was attempted on or about (B)(6) 2018, but this failed as the filter was tilted and had embedded itself in the vein." Patient outcome: it is alleged that "[pt] suffered permanent and continuous injuries, including physical pain and suffering, mental anguish, physical impairment, loss of enjoyment of life, physical disfigurement, loss of earning capacity and reasonable expenses for necessary medical care, all both past and future".

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6. Additional information: investigation the following allegations have been investigated: complex removal. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. (B)(4) devices in lot. To date, one other, unrelated complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2018 via the right femoral vein due to back surgery; followed by an unsuccessful retrieval attempt (B)(6) 2018 and a successful, complex retrieval (B)(6) 2019. Patient is alleging tilt, vena cava perforation. (B)(6) 2018, implant report: "successful ivc filter placement visualized below the renal veins measured ivc size to 20mm which is suitable for placement" (B)(6) 2018, retrieval report: "unsuccessful ivc filter premoval. No thrombus in the filter was visualized. Filter tilted. Unable to retrieve after multiple attempts." (B)(6) 2018, report from computerized tomography (CT): "embedded infrarenal ivc filter without any intraluminal tines or retrieval hook. This would preclude an endovascular approach for filter retrieval." (B)(6) 2018, retrieval report (attempted): "...retrieval of the ivc filter that was unsuccessful." "Upon review of the patient image it appears that the patient has ivc filter has been severely tilted with the proximal retrieval hook portion of the filter lying within the left renal vein." "This case required substantial additional work due to increased intensity. Time and technical difficulty of the procedure than a comparable normal complexity procedure." (B)(6) 2019, retrieval report: "complex ivc filter retrieval. Intact and complete celect filter was retrieved. Remaining tine indeterminate curvilear density fibrosed to the ivc wall unlikely to represent filter fragment.